Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Removal of accolade ii stem implanted 8 weeks ago. Implant had subsided and was revised with an exeter.

Manufacturer narrative:
An event regarding subsidence involving an accolade stem was reported. The event was confirmed through the medical review. Method and results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was performed and concluded that the "root cause of failure is procedure-related with regard to under sizing of the accolade ii stem and as such is this pi case not device-related." Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a clinical review determined that the exact cause of the event was "procedure-related with regard to under sizing of the accolade ii stem". There was no indication of a device related issue. No further investigation is required at this time. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Removal of accolade ii stem implanted 8 weeks ago. Implant had subsided and was revised with an exeter.